Event description:
It was reported that while on a patient, a 980 ventilator started alarming stating "system error.¿ the patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The serial number of the ventilator was not provided therefore the device manufacture date is unknown. Received copy of MDR report # (B)(4) on (B)(6) 2017 from food and drug administration (FDA).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no report of patient harm as a result of the reported event.